Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2019-10408, 1627487-2019-10410, 1627487-2019-10411. It was reported the patient lost right-sided therapy with their drg system. Out of the four existing leads, the drg leads at right, t12 and left, l1 fractured, and the drg lead at right, l1 migrated. In turn, the patient underwent surgical intervention on 11 september 2019, wherein the entire drg system was explanted. It is unknown which drg leads are related to the issue. Therefore, all the suspected devices are being reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.